Manufacturer narrative:
Device analysis: the complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the shop floor paperwork was not possible as the lot number is unk.

Event description:
Same case as MFR's report #6000089-2007-00611. It was reported that the physician noticed that the product was expired after the procedure was completed. The product expired in may 2006. It was further reported that the pt had experienced no adverse effects or complications from the devices. The pt was informed about the expiration date on the devices. The pt will be monitored during follow up visits. The current pt condition is reported as "fine".